Manufacturer narrative:
The 8f dtv45 sheath and dilator were returned to aga medical and decontaminated. The components were examined and the sheath tip was found damaged and remained attached to the sheath body by the sheath's inner liner. The sheath tip diameter met specifications. The sheath could not be functionally tested due to the observed damage. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Our investigation was able to confirm the performance described at implant. The cause of the damage could not be determined; however, the tip damage is consistent with exposure to high forces during device recapture.

Event description:
According to the initial information received, a 12mm amplatzer septal occluder (aso) could not be recaptured during the procedure and the tip of the 8f amplatzer torqvue 45 degree delivery system (dtv45) sheath folded inward. The dtv45 sheath was removed while the aso remained attached to the delivery cable and a new 8f dtv45 was inserted over the delivery cable. The aso was able to be recaptured and placed in the correct position.